Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing during a non-device related surgical procedure resulting in an unknown duration of pacing inhibition. Review of stored device memory noted that lead diagnostics were stable. No adverse patient effects were reported. This product remains implanted and in service.